Event description:
In 2000, the tube was placed. Pt complained of pain when feed. A CT scan was done and pt returned to operating room. The tube, with broken balloon, was found in the abdominal cavity. The tube was removed 2 days later.